Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes have either improper lid size or the lid are not staying on the tube. The following information was provided by the initial reporter. The customer stated: "it was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection have either improper lid size or the lid are not staying on the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 1917413-2022-00503 and is therefore over-reported. Cancel.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes have either improper lid size or the lid are not staying on the tube. The following information was provided by the initial reporter. The customer stated: "it was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection have either improper lid size or the lid are not staying on the tube.".